Event description:
Customer reported an unexpected negative result whent testing a sample on capture- r ready-screen 3 (crrs 3). The sample was tested with another lot of crrs 3 and resulted positive. The sample contained and anti-d.

Manufacturer narrative:
Capture-r ready screen (3) lot e029 was tested with one known anti-d positive sample and one known negative sample on our in-house echo. Both samples reacted as expected. Cell 1 and cell 2 (both d positive cells) reacted 4+and cell 3 (d negative cell) reacted negative as expected. The customer did not return sample for further serological testing.